Event description:
Site indicated: "operative site event as other: occ. Right thigh pain. Post-operative, no history or causative event, device related as uncertain: jad did not do exam performed by gls in practice, seriousness marked as none of the above. There was no treatment, form is unresolved as of (B)(6) 2011."

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs dept. No add'l info is available at this time. Add'l follow-up info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.